Manufacturer narrative:
(B)(4). The customer's reported complaint of an over infusion condition could not be confirmed or duplicated during the investigation. Data from the associated pcu event log was reviewed for the infusion in question. According to the log this device was actually the third device programmed, not the initial device that was reported to have over infused. The device was powered on at 9:22 am on the date in question, was programmed for a basic secondary infusion to run at 385 ml/hr, and ran for approx 32 minutes delivering 198.5 mls before the rate was reduced to 100 ml/hr. The pump module then ran for another 12 minutes delivering an additional 19.5 mls before it was turned off. Total volume infused over the duration of the infusion was 218 mls. No other infusions were run on this system. External and internal visual inspection of the device found it to be in good working condition. Functional testing was performed on the device using the customer's returned disposable administration set. Rate accuracy testing performed at the incident rate of 385 ml/hr found it to be delivering fluid within specifications. The root cause of the customer's over infusion could not be determined.

Event description:
Customer reported an over infusion. A weight-based sodium bicarbonate infusion was set to infuse 385 ml over 1 hour. Nurse reported that 300 ml ran in over just a few minutes; when this occurred the first pump was taken out of the room, and using the same tubing a second pump was programmed. Volume and rate programming for the second pump were not provided. When the nurse returned to the room 1 hr later, reportedly an entire 1000 ml bag (unk fluid and/or concentration) had infused. She changed pumps again, and still using the same disposable set, turned the rate down to 50 and had no further issues. Customer states that this infusion protocol starts on normal saline; the pt reportedly received a total of 1400 mls in 1 1/2 hrs, however it is not known how much of the volume was normal saline and how much was sodium bicarbonate. There was no pt harm. Although requested, no additional pt or event info was provided. This report is for the description of the first device involved in the event.